Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 135 ohms on the right ventricular (rv) channel along with high thresholds. Subsequently, this device was explanted and replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.